Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was _207 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and during troubleshooting the customer reported cracks on the insulin pump casing around the drive support cap. Customer also reported to have experienced a high blood glucose of over 500 mg/dl and treated with insulin pump and manual injection. Customer stated that his blood glucose was reading high since he got the motor error on his insulin pump. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.